Manufacturer narrative:
Concomitant medical products: (B)(4) lead, implanted on (B)(6) 2019; w1tr01 crt-p, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. It was further reported that the right atrial (ra) lead exhibited high thresholds and a capture issue. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra and rv leads were reprogrammed.